Event description:
The patient's device was later replaced and returned to manufacturer to undergo product analysis. Analysis has not been completed to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient¿s device was not working when they swiped the magnet. When the device was interrogated, it was disabled. Patient has been referred for battery replacement due to the disabling. The patient's physician later reported that error code 6 was seen. A device history records review for the m1000 generator performed. The generator passed final functional and quality specifications prior to release for distribution. The generator was confirmed to have been manufacturer with the new gc5 firmware. No relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Analysis on the suspect device was completed. No other relevant information has been received to date.

Manufacturer narrative:
A2 age at time of event, corrected data: initial report inadvertently listed the wrong age b3 date of event, corrected data: initial report inadvertently provided the wrong event date. B6 relevant tests/laboratory data, including dates, corrected data: initial report inadvertently left out the dates of all 3 device resets.